Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure the cover of the firing handle dropped during the firing and several staples were malformed. The surgery was completed by hand sewing. No pt consequence reported.